Event description:
It was reported that upon an interrogation this pacemaker was found to be in safety mode during the remote monitoring firmware update. The plan is to explant the device. At this time, the device remains in service. No adverse patient effects were reported.